Manufacturer narrative:
The touchscreen assembly was returned and tested; no failures were identified.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The touchscreen was replaced to resolve the issue. The device successfully passed all required testing and remains at the customer site.

Event description:
It was reported to philips by an me of the hospital that the touch panel was unable to be manipulated at the pre-use check. The unit kept operating. The device was not in use at the time of the event. There was no delay to patient therapy reported due to the event. There was no report of patient or user harm/impact. A representative of the third party ((B)(6) medical intelligence) visited the hospital to confirm the reported issue and replaced the unit with another v60 that he brought.